Manufacturer narrative:
Product event summary: analysis found no anomalies and the device operated according to specifications. Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported that during post-operative pacing the external pulse generator (epg) delivered inappropriate pacing. This occurred despite reprogramming of the epg. The patient experienced a drop in blood pressure. Another epg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions. (B)(4).

Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the post-operative pacing the external pulse generator (epg) delivered inappropriate pacing. This occurred despite reprogramming of the epg. The patient experienced a drop in blood pressure. Another epg was used. No patient complications have been reported as a result of this event.